Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that errors occurred after attempting to send reports to file browser using a mobile programmer application could not be confirmed. It was determined at analysis that the mobile programmer crashed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that errors occurred after attempting to send reports to file browser using a mobile programmer application. The application did not send some reports when they were sent individually, however it was successful when sending multiple reports. Troubleshooting steps were taken to include a reinstallation of the application but the issue persisted. Performance data from the mobile programmer was received and it was determined at analysis that the mobile programmer application crashed. There was no patient involvement.